Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device, identified a fold creases, a wear abrasion, some yellow particles in the device inner surface and one linear opening. A microscopic analysis and leak test were performed, which identified one smooth crease opening. Fill inspection was performed, and identified no blockage in the valve. Based on the device analysis, the final assessment is: one opening crease smooth in the side posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted